Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis and the use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. Per the peritoneal dialysis registered nurse (pdrn), the cause was user error by the hospital. The culture result of yeast, a fungal organism, suggests a breach in aseptic technique as touch contamination is the usual route of fungal peritonitis. Based on the available information and no allegation or documentation of a device malfunction or cycler set defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and reported that they were in the hospital for one week and had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the report and stated that the patient is no longer doing pd therapy. The patient was hospitalized (date not provided) for a parathyroidectomy. During the hospitalization, the patient was diagnosed with hospital acquired peritonitis. The patient¿s pd culture was positive for yeast. The cause of the peritonitis was attributed to user error by the hospital (unspecified). The pdrn reported that the peritonitis was not related to the use of the liberty select cycler or cycler set. The patient¿s pd catheter (not a fresenius product) was removed and the patient transitioned to hemodialysis (hd). Hospital course is unknown. The patient was discharged on an unconfirmed date. No further information was available as the patient was deactivated in the pd clinic system.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.